Event description:
The facility returned the deivce for serivce. During service testing, the baxter repair technician reported that the device under the delivered. The hospital representative stated that there have been no reports of any patient incident involving this pump since the las baxter service event.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.

Manufacturer narrative:
The infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test with a flow value of -8.90% from the desired amount. The specification of this device is +/-5%. This issue is currently being investigated under mdq-CAPA-164.